Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer generated a black screen when it was turned on. It was noted that analysis was unable to confirm the customer comment of ¿closed lines' on the display whilst it could be tied to the overall issues with the display. It was further noted that the programmer was having intermittent power issues when power cable was moved. The stylus tip was noted to be loose/ wobbled yet still functional; keyboard rail covers were noted to be cracked/ broken; handle covers were noted to be cracked; power cord bay latching tabs were noted to be broken; media bay door latch was noted to be broken and hinge plate screws were noted to be missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated a black screen with closed lines when it was turned on. The programmer was returned to service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.